Event description:
Hip revision for peri-prosthetic fracture of tritanium/accolade 2 thr completed in 2021. The surgeon assessed the original shell fixation and liner integrity. He observed the poly liner was having increased translation within the shell with manual force applied. The old poly liner was removed and a new replacement liner was inserted which locked in satisfactorily and proceeded to continue on with the case.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding malposition involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated damage consistent with explantation. The yellow discoloration observed on the liner is consistent with the absorption of synovial fluid by the device. There is nothing remarkable to note. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device indicated damage consistent with explantation. The yellow discoloration observed on the liner is consistent with the absorption of synovial fluid by the device. There is nothing remarkable to note. Dimensional and functional inspections were not performed as the device was returned damaged and any results received from a dimensional/functional inspection would not be reflective of the manufactured state of the device. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hip revision for peri-prosthetic fracture of tritanium/accolade 2 thr completed in 2021. The surgeon assessed the original shell fixation and liner integrity. He observed the poly liner was having increased translation within the shell with manual force applied. The old poly liner was removed and a new replacement liner was inserted which locked in satisfactorily and proceeded to continue on with the case.